Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, functional testing confirmed a failure related to the proximal pressure sensor. As a result, the sensor board was replaced to restore proper function.